Manufacturer narrative:
The investigation determined that higher than expected vitros glu csf quality control results were obtained following the calibration of vitros glu lot 0004-3209-8210 on a vitros 4600 chemistry system. It was concluded that the likely cause of the higher than expected qc results was a suboptimal calibration possibly due to improper protocol when preparing the calibrator kit 1 which was used to calibrate vitros glu. Based on historical quality control results a vitros glu lot 0004-3209-8210 performance issue is not a likely contributor to the event. Furthermore, continual analysis of complaints has not identified any signals that would suggest there is a systemic issue with vitros glu reagent lot 0004-3209-8210. Additionally, unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros glucose cerebral spinal fluid (glu csf) results obtained when processing vitros liquid performance verifiers after a calibration event on a vitros 4600 chemistry system. Vitros lpvi, lot k7186 vitros glu csf results 46.7, 46.5, 47.4, 46.6, and 46.6 mg/dl versus the expected vitros glu csf result 38.4 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros glu csf results were obtained when processing a quality control fluid after a calibration event. No patient samples were processed, however; the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).